Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced excessive no delivery alarms. During troubleshooting, customer reported of having difficulty pushing insulin through with plunger as there was greater than normal resistance. Customer was advised that alarm was due to set/reservoir connection. Customer was advised that reservoir would need to be replaced. Customer's blood glucose was 150 mg/dl.